Event description:
It was reported that following repositioning of the device (refer to manufacturer's report # 3004209178-2010-00025), the patient experienced shocking and jolting. No components were replaced. Nothing was disconnected during repositioning. Impedances were checked after device was repositioned and were all within normal range. It was later reported that when stimulation was turned to 0v and off, the patient was not having any shocking/ jolting sensation. When stimulation was turned on at 0.8v, the patient felt a shocking/jolting sensation. Impedance readings were >3600 ohms with combinations of electrode 12. The rest of the electrode impedance read between 610-967 ohms. After reprogramming, the shocking/jolting was eliminated.

Manufacturer narrative:
(B) (4).